Manufacturer narrative:
Failure analysis revealed that the insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 61 mg/dl. The customer stated the insulin pump may have been exposed to moisture prior to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.